Event description:
Complainant alleged that during functional testing, the device did not have an ECG displayed on the screen. Complainant indicated that there was no pt involvement in the reported malfunction.